Manufacturer narrative:
Manufactured february 17, 2016 - february 19, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported event occurred on an unspecified date in 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor leaked from the blue winged cap during storage. The device was filled with 100 mg/10 ml of ketamine and 38ml of 0.9% sodium chloride for a total fill volume of 48 ml. There was no patient involvement. No additional information is available.